Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; blood present in/on the helix mechanism and on the distal conductor; the defib conductor was distorted; inner tubing kinked/buckled; outer insulation cosmetic depression; partial lead in segments returned and analyzed.

Event description:
It was reported that the patient complained of pocket discomfort, so the physician attempted to move the pocket. The physician felt that the lead was too long. During the case, the newly implanted lead exhibited high impedance due to an impedance test being done when the device was out of the pocket. This was not determined to be a product performance issue with the new lead so the lead was implanted. No further patient complications have been reported as a result of this event.